Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an occlusion alarm during the night that was not heard, after which the user awoke with blood glucose above 300 mg/dl and corrected the issue by changing the infusion set; the user questioned whether a 6 mm infusion set contributed and reported concern about alert volume despite the device being set to high. Symptoms included hyperglycemia. Outcomes included return of blood glucose to target range after infusion set replacement and continued device use. Investigation included review of device alerts and user settings and user troubleshooting. Investigation of this case revealed that the occlusion resolved following infusion set change and that no mechanical kink was observed at the site per user report; the device alert volume was verified as set to high. It was concluded that the event was consistent with an insulin delivery interruption due to occlusion, resolved with supply replacement, with no injury or medical intervention reported.